Event description:
It was reported that the user experienced a low blood glucose of 66 mg/dl while awaiting delayed infusion supplies, and goodwill insets and connectors were arranged for shipment. Symptoms included an asymptomatic hypoglycemic event. Outcomes included self-treatment with oral carbohydrate and a follow-up call attempt to confirm return to range. Investigation included customer service follow-up and review of user-reported information. Investigation of this case revealed no device malfunction reported and an event consistent with hypoglycemia of unclear cause. It was concluded that the event was user-reported hypoglycemia with resolution through oral glucose and no further clinical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.